Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited high capture thresholds, low ventricular sensing, and low pacing impedance. No changes or interventions were performed; the right ventricular lead will continue to be monitored. There were no patient consequences.

Event description:
New information noted that the cause was a dislodgment of the right ventricular lead. The right ventricular lead was explanted and replaced. The patient was stable throughout.